Event description:
Reportedly, the valve was explanted 8 days post operatively due to regurgitation. Patient with mitral regurgitation, classification nyhc ii preoperatively, underwent mitral valve replacement with a carpentier edwards magna bioprostheses. During surgery, immediately after the valve deployment, (valve) was tested with saline with no apparent sign of regurgitation. Leaving (surgery) echotransesophageal was performed and a moderate mitral insufficiency was identified, which initially understood as a result of the need to remodel the valve. The patient discharged from the ICU on the second day, evolved into atrial fibrillation and acute pulmonary edema, (was) being readmitted to the ICU where new echotransesophageal showed failure in the leaflets without perivalvular leak. Valve replacement was requested and performed in echotransesophageal surgical center on the day of exchange (B)(6), it showed severe mitral insufficiency jet center.

Manufacturer narrative:
Evaluation summary: (B)(4) 2012 claim of explanted valve due to regurgitation cannot be confirmed. However, probable cause for regurgitation was confirmed. As received, the valve exhibited characteristic markings which indicated a suture was looped around commissure 3. Suture track and permanent indentations were present on the free margin and cusp of leaflets 2 and 3. These indentations were most likely left by a suture that was tied tightly down and against commissure 3, thus leading to a gap at the coaptation region. A cut was noted at leaflet 2 at commissure 2; it measured to approximately 3mm. No inconsistencies were noted in the x-ray as the wireform is intact. Additional manufacturer narrative: device was received at our facility in (B)(4) on (B)(4) 2012, decontaminated and readied for shipment to the u.s. To our evaluation lab in (B)(4). Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.

Manufacturer narrative:
Method: device not received for evaluation. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Device is to be returned for evaluation. Initial echocardiogram report submitted in hardcopy but is not in english and has not been translated. Follow up echocardiogram report submitted in hardcopy. Report consists of one slide only in black and white. Unable to interpret slide due to poor resolution. No patient status provided.